Event description:
The pt was treated by 6 dialysis sessions from (B)(6) with rexeed 15lx. During sessions, the pt suffered from thrombopenia; from 459,000 platelets at the first session to 13,000 at the sixth one. He also was treated by plasmapheresis sessions from (B)(6). This adverse effect intensity needed a platelets transfusion.

Manufacturer narrative:
Rexeed-15lx is similar device marketed in united stats, asahi rexeed-sx/lx dialyzer (B)(4). The used product was not available because the product was disposed in the healthcare facility, so we reviewed manufacturing records, quality records, and distribution records. As a result, no abnormality was found in records of the same lot as product used in the case. No similar incident was reported with the same lot of product. It is difficult to identify whether the cause of occurred symptoms was related to the medical device because we could not obtain enough info. We could not determine the specific cause of the reported incidents. We presume that this kind of event could be related to the multiple factors such as pt condition, treatment condition, medicines given to pt and product used.